Event description:
A cartridge alarm issue was reported by the caller, who attempted to address the problem by filling and loading a new cartridge but encountered the same error. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the customer followed proper procedures and decided to replace the pump. The customer will temporarily use multiple daily injections to ensure insulin delivery, and a replacement pump was sent along with instructions for returning the problematic pump to avoid charges. The customer was informed about programming their settings and connecting their cgm to the new pump.